Manufacturer narrative:
Additional product code: pif. A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The device was returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the blue/white filtered plug end for ng tube pulled apart at the white end with white portion stuck in tube. Removed white portion with use of kelly clamp. Still able to utilize ng. Additional details about incident: when the filter/valve had been attempted to be removed from the tubing it had gotten stuck. Manual removal was unsuccessful and the white portion of the filter snapped off. The blue portion was able to be removed from the tubing with the assist of a kelly clamp. The ng tubing was unaffected and did not have to be replaced, only the filter/valve.